Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device articulated during firing in an odd way. No lateral pressure applied. Started firing in about half articulated position to the left with cartridge up. They reloaded the power handle to complete the case. There was no injury caused to the patient and no medical intervention was required.